Event description:
Patient visit tophysician for purpose of arranging for removal of breast implants which had been inserted 21 years ago in another facility. Examination by physician revealed mass in right breast. On 3/25/92 patient had right modified radical mastectomy with axillary dissection, left simple mastectomy with removal of breast implantsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.